Event description:
It was reported that metal shavings were coming out of the device during testing prior to a procedure. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.